Event description:
It was reported that while in the cardiovascular lab the intra-aortic balloon (iab) was prepped per instruction. The super arrow-flex (saf) sheath was inserted into the patients' femoral artery. The md could not advance the iab through the sheath; it became stuck at the tip of the sheath. As a result, the iab and the sheath were removed as one unit. The md used a teflon sheath to insert a second iab with success. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.